Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 67 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. After the procedure, the physician was unable to doppler pedal pulses in the impella inserted limb. The decision was made to wean and explant the device. Pulses returned after explant.